Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed low speed events and pump stops while the patient was supported by the mobile power unit (mpu), power module, and batteries. A brief driveline fault alarm was observed as well. Based on past experience with the hmii lvas and similar reported events, these findings could be indicative of driveline damage; however, no damage was identified through the evaluation of the returned segments of driveline. (B)(6) was returned assembled with the driveline (dl) cut approximately 4.5¿ from the pump housing. Approximately 19¿ of the distal end of dl was returned via work order#(B)(4). The sealed inflow conduit (inlet tube, flex section, and inlet elbow), sealed outflow graft, and sealed outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Both segments of driveline were tested for electrical continuity and no discontinuities or shorts were observed. Visual inspection of the driveline revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. The device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Incidental findings: as an additional observation, examination of the pump¿s blood-contacting surfaces revealed thrombus formations in the outflow elbow, on the outlet section of the rotor, and within the outlet stator. The evaluation could not determine a specific cause for the development of the observed thrombus formations or a duration of time for which they were present in the device. Also as an additional observation, a tear to the outer silicone jacket was observed on the 19¿ distal end of driveline. A specific cause for this superficial damage could not be conclusively determined through this evaluation. A correlation between the superficial damage and log file findings could not be established. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the percutaneous lead. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms (including driveline fault, low speed advisory, low flow hazard, and pump off alarms) and how to respond to such events. Section 1 of this IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. This section outlines indications of pump thrombosis as well as how to respond to such events. The hmii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing this event.

Event description:
The patient had a pump exchange (heartmate 2 to heartmate 2) on (B)(6) 2020. The new pump serial number was unknown. The pump will be returned in 2 to 3 weeks from (B)(6) 2020 after the account's pathology department finishes their evaluation of the pump.

Manufacturer narrative:
Section b5: additional information. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that there was concern for driveline issue. The patient called with low speed and low flow alarms while connected to the mobile power unit (mpu). The patient switched to battery power with resolution of the alarms. There was no known damage to the driveline. The patient was admitted to the hospital for troubleshooting and x-rays. The patient was given an ungrounded cable and loaner power module. Log files were sent. A review of the log files noted several low speed events while using the mpu on (B)(6) 2020 at 22:05 to 22:07. The low speed events looked to be a short to shield. The patient was to be discharged with a power module and an ungrounded cable. A repair was to be scheduled in the future. The x-rays did not show any areas of concern on the driveline. It was later reported that the short to shield was confirmed. The patient was sent home with an ungrounded cable after being monitored overnight. The patient was seen in clinic on (B)(6) 2020 with no new alarms. A review of the new log file noted no further low speed hazard or pump stop alarms after the patient was attached to the ungrounded cable on (B)(6) 2020. There were no other unusual alarms or events noted in the log file. The patient was seen in clinic for follow-up. The patient was noted to have pump off, no external power, low flow, and low voltage alarms on (B)(6) 2020. The patient was on battery at the time of the alarms. A chest computed tomography (CT) scan was done on (B)(6) 2020. A review of the new log file noted a speed drop and pump stops on (B)(6) 2020. The speed drop and pump stop look to be caused by a phase to phase short. No other unusual events were noted. The patient was admitted on (B)(6) 2020 from clinic. A percutaneous lead repair was scheduled for 9jun2020. The patient had no external power and low voltage alarms on the morning of (B)(6) 2020 while switching from a/c power to battery power. A review of the new log file noted the low voltage and no external power event noted on (B)(6) 2020 at 09:13. It appeared that the patient disconnected both power leads briefly while switching power sources from the power module to battery power. There may have been intermittent connections to the clip as there were several power cable disconnect alarms noted on the white power lead between 09:13 and 09:16. A distal end replacement was performed. No immediate alarms were noted following the repair. The patient had a percutaneous lead repair on (B)(6) 2020 and was hospitalized overnight for observation. The patient was placed on a grounded cable overnight and had several low flow alarms and pump stops. The account planned to have a pump exchange on 10jun2020. A review of the newest log file noted speed drops lower than the lower speed limits and pump stops on (B)(6) 2020. It appeared that the external driveline replacement did not resolve the driveline short. Patient was given a new controller when the driveline repair was performed. The driveline repair was done on (B)(6) 2020.